Event description:
It was reported that white straw (tube) was easy to come off causing t1 and t2 failing to implant. No patient injury or significant delay were reported. Procedure was completed with a back up device.

Manufacturer narrative:
Examination is not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device.